Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2009. The drain broke leaving a piece of the drain still attached to the trocar when the surgeon pulled it out from the skin. Another product was used on the pt. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.